Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. The patient stated there were air detected in cassette alarms that occurred during dwell 4 of 5 and continued into drain 4 of 5. The patient cancelled their treatment while on the phone with ts. When the patient removed the cassette from the cycler, a small amount of fluid (or moisture) was present inside the pump module. The patient stated it was ¿damp¿ inside the pump module. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up, the patient reported that they did not complete their treatment. The patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient performed a manual exchange at their home dialysis clinic the following day, and there were no additional incomplete or missed treatments. The patient received the replacement cycler and has continued pd therapy on the device with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette used by the patient was not available to be returned as it was reportedly discarded. The lot number for the cassette could not be provided.